Event description:
It was reported during the implant attempt the helix would not advance when the lead was exercised. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, and the lead was damaged at implant. The analyst noted that the helix advances and retracts normal and the helix is within specification.